Manufacturer narrative:
We received the catheter along with an additional extension line (a non-vygon germany product) as a faulty sample. Orange/red dried residues were visible, and the catheter tube was shortened to approximately 11.5 cm in length. It is evident that the ll-hub is partially torn. Microscopic examination of the ll-hub revealed that the material was deformed in a twisted manner. Additionally, stress whitening and scratches were visible. These observations suggest that the fracture resulted from excessive radial twisting. The scratches suggest that an instrument like forceps was used to attach the additional extension line. It is important to note that using inadequate non-luer lock accessories can lead to connection issues and is therefore not recommended. Upon reviewing the batch history records, one deviation was identified; however, it is not related to the cause of this complaint. The tensile force and dimensions of catheter and set components are randomly checked. The luer cone is randomly checked in accordance with iso standard 594. A review of complaints data shows that three complaints have been received for vylf1020 in the past three years, all of which originated from this facility. Corrective action: as the catheter worked well for more than a month before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time. Regarding the time in situ, the IFU states that these catheters should not be used beyond 29 days.

Event description:
Nursing changing fluids notice weaking area at wings with leaking.

Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Nursing changing fluid notice leaking area at wings with leaking. Line was pulled and piv placed.